Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque (ht) balance middleweight (bmw) hydro guidewire was advanced onto a dragonfly opstar. However, the ht bmw guidewire got trapped with the dragonfly opstar. The devices were removed as a single unit. Another unspecified guidewire was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d10 is filed under separate medwatch report number.